Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that customer was hospitalized not due to diabetes on unknown date. Blood glucose level at the time of the incident was very high but when we checked it was 53 mg/dl. Customer stated that she was in the hospital and she took the insulin pump off. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.